Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an electric shock while playing soccer. The patient attended to the hospital and the health care professional (hcp) requested review of the episode to determine if the shock was appropriate. It was advised to instruct the patient to perform a patient initiated interrogation (pii) and send to technical services (ts) for analysis, however, this has not yet been performed. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an electric shock while playing soccer. The patient attended to the hospital and the health care professional (hcp) requested review of the episode to determine if the shock was appropriate. It was advised to instruct the patient to perform a patient initiated interrogation (pii) and send to technical services (ts) for analysis. Ts discussed that when comparing the primary captured echocardiogram (ECG) with the morphology on the treated event, they are quite similar, and it was asked to confirm if the patient was symptomatic during the soccer match. It was also mentioned that at approximately 38 seconds on the episode a fast beat of approximately 250 beats per minute (bpm) is observed, and prior to that the rhythm was quite stable around 170 bpm. Following what may have been an ectopic beat, the rate increases to above 200 bpm, and after the shock the rate slows back to 180 bpm. Ts mentioned there is no evidence of oversensing. The s-ICD system remains in service. No additional adverse patient effects were reported.